Manufacturer narrative:
Error code 36 was found in the pump history log. The pump software was upgraded. (B)(4) is part of recall number (B)(4).

Event description:
Pump was sent in for software upgrade. No allegation of deficiency.